Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pump was replaced.

Manufacturer narrative:
H3. Analysis of the pump identified that the alarm was out of specification due to an anomaly with the resonator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient noticed a pump alarm last night and, upon checking the pump status today, she saw an alarm and that it was in minimum rate mode. The agent asked the healthcare provider (hcp) to check the pump logs and it showed a low battery reset occurred last night. Discussed considering pump replacement and sending pump back to medtronic for analysis. Discussed could try reprogramming the pump but rest may occur again. They were going to leave the pump programmed at minimum rate mode but would like to silence the alarm but continued to get the pump alerts for reset and could not update the pump. The patient was on lioresal 500mcg/ml 117mmcg/day. The patient was given diazepam and tx orally. They planned to replace the pump. On (B)(6) 2024 rtg0653508 (hcp/rep): additional information was received a healthcare provider (hcp) via a company representative (rep) stated that they could not update the pump. The technical service (ts) had the rep change the minimum rate to simple continuous and had the rep enable the personal therapy manager (ptm) settings. It was noted that the update was successful, and rep was able to clear the alarm.